Event description:
It was reported that a er220 was used during a laparoscopic nissen procedure. It was reported by the affiliate that the clips were being forcibly ejected from applier and not closing on tissue (i.e. Active bleeding site). A second applier was opened and the exact same problem. A reusable single clip applier was usedto clip the bleeder. Surgery was extended by 30 minutes. There was no consequence to the patient.